Event description:
It was reported by service report that the power inlet was damaged on the main power cord. It is unknown if there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results - exposed wires from a damaged power inlet filter.